Event description:
It is reported that the patient was experiencing pain, swelling and loosening.

Manufacturer narrative:
The complaint notes the surgeon reviewed x-rays and see radiolucency around the tibial p;pegs. Review of the device history records were reviewed and did not find any deviations or anomalies. This device is used for treatment. No surgical notes were available to understand if the surgical technique was followed. No other component information provided, therefore, compatibility was not able to be reviewed. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on feb. 19, 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action.